Event description:
The customer reported that she activated the pod on (B)(6) 2013 at 11:53 pm and her blood glucose, carbohydrate intake, and insulin bolus history for (B)(6) 2013 is as follows: (B)(6). She stated that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.